Manufacturer narrative:
The reported events were dislodgment and inadequate capture. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During a routine pre-hospital discharge check the following day, interrogation revealed that the pacing intended for the right atrium (ra) was capturing the right ventricle (rv). A chest x-ray confirmed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient remained stable throughout the procedure, and no patient symptoms or consequences were reported.